Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only." H4: device manufacture date: 19-aug-2023. Claim # (B)(4).

Manufacturer narrative:
A4: unk a5: unk a6: unk h11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. Cause of event was reported as unknown.